Manufacturer narrative:
On july 9, 2021, mentor became aware of the following and below fields were updated: date of adverse is (B)(6), 2021; field b3 has been correctly updated on this form. Patient experienced left side rupture, and bilateral capsular contracture; baker grade IV. Since the side is unknown, side implanted with lot number 7302372 is defaulted to left side, and lot number 7366828 is defaulted to right side. Date of implant has been updated to (B)(6), 2017 under field d6a this supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent unspecified breast surgery with a 275cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; baker grade IV postoperatively. As a result, the devices were explanted on (B)(6) 2021. This report is for the patient's side implanted with lot number 7366828.